Manufacturer narrative:
No patient information provided as no patient was involved in this concern. 11/10/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended, functioned normally. Reported issue could not be replicated. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site's navigation system localizer was not connected. This occurred while loading an exam for a procedure later that day and found that the navigation system was displaying "localizer not connected." The camera was displaying two green lights and was not continuously beeping. A navigation system re-boot did not restore normal function. The medtronic representative exited administrator and checked within cranial, again, and the navigation system camera was functioning. There was no patient present when this issue was identified.